Event description:
A user facility reported to olympus, when the gastrointestinal videoscope is connected, the air insufflation/optics rinsing does not function. There were no reports of patient or user harm. The device was returned to service where evaluation found the nozzle was clogged by foreign material similar to glue. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
During evaluation, the clogged nozzle was discovered. This is likely a result of insufficient reprocessing. The foreign material was like glue. Additional findings were also noted: due to a cracked scope cover, water tightness was lost, damaged up down knob, cracked scope body, discolored air water and suction cylinder, failed scope stopper, damaged plug unit, deformation of the bending section cover, water supply volume not meeting standard value, wear of angle wire, and cracked probe cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object is clogging the air/water nozzle. Due to the leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.